Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced infection and hematuria, erosion and sought additional medical treatment. She was found to had developed a rectocele and had repair surgery on (B)(6) 2009, which did not resolve her symptoms. On (B)(6) 2010 she underwent a colposuspension. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).